Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not follow the six steps of hand washing and did not wear a mask. It was reported that the patient was not hospitalized for the event. On the same date as the event onset, the patient was treated with vancomycin injection (1 gm, stat dose, route not reported) and meropenem injection (1 gm once a day, route not reported) for peritonitis. At the time of this report, the patient has recovered from this event. Both antibiotic therapies were ongoing. It was reported that the patient was retrained for proper aseptic technique. No additional information is available.